Event description:
Upon removal of IV catheter, rn noticed part of catheter remained in pt, approximately 1/8 inch of catheter remained in adapter. Tourniquet applied immediately to prevent movement of catheter tip. Stat ultrasound performed and catheter tip located in l antecubital vein. Pt sent to ER for cutdown procedure and catheter fragment not found. Fluoroscopy performed following cutdown.